Event description:
It was reported that all front panel lights of the subject device turned off. The issue was found during an unspecified procedure, that was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.